Event description:
It was reported that this complaint involved a (B)(6) male pt, (B)(6) at the time of the procedure. The pt was listed as having coronary syndrome, bypass. He was also on the following medications: dobutrex, arterenol, and kalium. The cvc was placed in the pt's "jugularis interna rects" in the operating room. Afterwards, the pt was moved to the ICU. That evening, it was noted that the circulation of the pt "could not be stabilized." As a result, the catheter was removed and successfully replaced with a new cvc. It was also noted that there appeared to be a hole at the point of the blue connection hub. There was no delay, harm, or death reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).